Event description:
Report provided by the end user states that they have experienced a reaction under the mass at the 6 o'clock position. The end user noted a blister filled with fluid that has since burst and is starting to spread under the appliance material. The end user cleanses with non moisturizing soap and water then dries with hair dryer on cool. Applies ostomy powder, applies protective barrier wipes, applies seal with paste around the stoma opening then the wafer, applies pressure and warmth for 5 minutes. The patients subsequent outcome was not reported.

Manufacturer narrative:
Convatec is submitting this report as a result of remediation activities related to the FDA 483 issued april 16, 2014. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Analysis is taken from a trending report of evaluations or adverse events finalized may 2011. The data presented is from three different product applications. The report states that there are no significant trends.